Manufacturer narrative:
(B)(4).

Event description:
The complaint states that that signal loss of over one hour occurred for transmitter with serial number (B)(6). Data was provided for investigation. The problem was confirmed for transmitter with serial number (B)(6). The probable cause could not be determined.